Event description:
Writer received e-mail from bedside nurse that "while taking care of bed 20 tonight, I had continuous veno-venous hemodialysis, two bags have holes in them. When I called pharmacy, they said they weren't doing anything about that at this time. I saved the lot number though and wasn't sure if we as a unit were still tracking it". The lot number is (for both bags): q2006115.